Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: battery failed" error code (1124). There was no patient involvement when the issue occurred. There was no patient or user harm reported. While servicing the device, the se reported that the v60 ventilator displayed a "check vent: battery failed" error code (1124), and that the lithium-ion battery was unusable. The se noted that the battery would need to be replaced; however, the customer declined to have the battery replaced. The device failed test 13 of the performance verification test (pvt) as a result. The device was returned to the customer unrepaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.